Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 163660 28mm dia cocr mod hd -6mm nk, lot 223630. 108253 m/h mod 80% por bwd dst 13x220, lot 455220. 108110 ml-hd mod calc prox 34a lot, 353070. 120002 cocr troch cable 2.0mmx750mm, lot 796320. 106052 ran/bur rnglc shl 52mm sz 23, lot 551040. 120007 cocr troch grip 2.0mm/medium, lot 053100. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that patient had a revision procedure eighteen years post-implantation due to wear. Attempts to obtain additional information have been made; however, no more is available.